Manufacturer narrative:
No patient involvement. A medtronic field service engineer visited the site and replaced the o-arm mvs (mobile viewing station) computer. System passed all testing after computer replacement. Fully functional and returned to service.

Event description:
A medtronic representative reported that when transporting the oarm, if they hit a bump, the mvs (mobile viewing station) the computer will shutdown.

Manufacturer narrative:
Investigation of returned suspect computer was unable to replicate the reported issue. Os and o-arm application booted as expected on bench. Time/date (cmos) check was good. Patient data removal was performed. The first instance of virus scan resulted in a fatal error. The second time virus scan was run, it was successful. Installed mvs computer in test imaging system and the system readied and functioned as expected. While under test, the mvs cart was jostled and rolled to simulate floor transitions. Mvs computer did not fail while under test. A 2d and 3d imaging, communication and image store and retrieval were successful. No problem found. The reported event could not be duplicated by medtronic personnel.